Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdomen'), fallopian tube perforation ('perforation (fallopian tube(s)),'), rheumatoid arthritis ('autoimmune disorder type of disorder: ra') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, ovarian cyst and abdominal pain. Concomitant products included adalimumab (humira), ergocalciferol (vitamin d2) and methotrexate (methotrexaat). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue."), migraine ("migraines") and headache ("headaches,"). In 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic pain ("pain"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), joint swelling ("joint swelling") and arthralgia ("joint pain"). The patient was treated with ibuprofen and surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, rheumatoid arthritis, genital haemorrhage, vaginal haemorrhage, fatigue, headache and pelvic pain outcome was unknown, the menorrhagia, joint swelling and arthralgia was resolving and the migraine had resolved. The reporter considered arthralgia, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: curvilinear metallic density along the right fundus of the uterus likely represents an essure device. This does have an unusual configuration. An additional slightly curved linear metallic density in anterior pelvis in the midline and to the right also appears to represent an essure device. The appearance of this is suspicious for migration from the fallopian tube. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2018: impression: on MRI, the essure device is typically associated with a linear focus of susceptibility artifact. No linear focus susceptibility artifact is identified in the vicinity of the left fallopian tube. The absence of this finding suggests that the left essure device has migrated. Linear focus of susceptibility artifact at the right aspect of the uterine fundus which likely corresponds the curvilinear metallic density along the right fundus of the uterus described on the prior CT examination report. The exact location is difficult to assess on MRI given susceptibility artifact however rightsided essure device migration is not excluded. Probable small bartholin's cyst. Ultrasound scan vagina - on (B)(6) 2017: impression: no normal intrauterine pregnancy identified. There is a small silver fluid seen within the endometrial cavity with gestational sac. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : rheumatoid arthritis, pelvic pain, arthritis, joint swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of essure device, location of device: abdomen/migration or perforation/left essure was imbedded within the omentum'), fallopian tube perforation ('perforation (fallopian tube(s))/ migration or perforation'), rheumatoid arthritis ('autoimmune disorder, type of disorder: ra') and genital haemorrhage ('abnormal bleeding (general)'). In a 39-year-old female patient who had essure (batch no. C76456), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the right tube had an essure micro insert in a curvilinear fashion arising from the right fallopian tube". The patient's medical history included: vitamin d deficiency, ovarian cyst and abdominal pain. Concomitant products included: adalimumab (humiria), ergocalciferol (vitamin d2) and methotrexate (methotrexaat). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic pain ("pain"), (B)(6) years (B)(6) months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), joint swelling ("joint swelling") and arthralgia ("joint pain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy and da vinci robotic laparoscopy of the pelvis, abdomen and omentum to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, rheumatoid arthritis, genital haemorrhage, vaginal haemorrhage, fatigue, headache and pelvic pain outcome was unknown. The menorrhagia, joint swelling and arthralgia was resolving. And the migraine had resolved. The reporter considered arthralgia, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: the c-arm was repositioned and fluoroscopy was performed. This confirmed, that there were no metallic structures within the abdomen or pelvis. Hence, the entire essure devices were removed from the pelvis. The patient tolerated the procedure well. And there were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2018, impression: curvilinear metallic density along the right fundus of the uterus likely represents an essure device. This does have an unusual configuration. An additional slightly curved linear metallic density in anterior pelvis in the midline and to the right also appears to represent an essure device. The appearance of this is suspicious for migration from the fallopian tube; hysterosalpingogram: on (B)(6) 2015, result: total bilateral occlusion. Magnetic resonance imaging: on (B)(6) 2018, impression: on MRI, the essure device is typically associated with a linear focus of susceptibility artifact. No linear focus susceptibility artifact is identified in the vicinity of the left fallopian tube. The absence of this finding suggests that the left essure device has migrated. Linear focus of susceptibility artifact at the right aspect of the uterine fundus, which likely corresponds the curvilinear metallic density along the right fundus of the uterus described on the prior CT examination report. The exact location is difficult to assess on MRI given susceptibility artifact. However, rightsided essure device migration is not excluded. Probable small bartholin's cyst. Ultrasound scan vagina: on (B)(6) 2017, impression: no normal intrauterine pregnancy identified. There is a small silver fluid seen within the endometrial cavity with gestational sac. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: rheumatoid arthritis, pelvic pain, arthritis, joint swelling. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter's information added. New event added: device physical property issue added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdomen/ migration or perforation/left essure was imbedded within the omentum'), fallopian tube perforation ('perforation (fallopian tube(s))/ migration or perforation'), rheumatoid arthritis ('autoimmune disorder type of disorder: ra') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the right tube had an essure micro insert in a curvili near fashion arising from the right fallopian tube.". The patient's medical history included vitamin d deficiency, ovarian cyst and abdominal pain. Concomitant products included adalimumab (humira), ergocalciferol (vitamin d2) and methotrexate (methotrexaat). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue."), migraine ("migraines") and headache ("headaches,"). In 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic pain ("pain"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), joint swelling ("joint swelling") and arthralgia ("joint pain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy and da vinci robotic laparoscopy of the pelvis, abdomen and omentum to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, rheumatoid arthritis, genital haemorrhage, vaginal haemorrhage, fatigue, headache and pelvic pain outcome was unknown, the menorrhagia, joint swelling and arthralgia was resolving and the migraine had resolved. The reporter considered arthralgia, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: the c-arm was repositioned and fluoroscopy was performed. This confirmed that there were no metallic structures within the abdomen or pelvis. Hence, the entire essure devices were removed from the pelvis. The patient tolerated the procedure well and there were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: curvilinear metallic density along the right fundus of the uterus likely represents an essure device. This does have an unusual configuration. An additional slightly curved linear metallic density in anterior pelvis in the midline and to the right also appears to represent an essure device. The appearance of this is suspicious for migration from the fallopian tube. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2018: impression: on MRI, the essure device is typically associated with a linear focus of susceptibility artifact. No linear focus susceptibility artifact is identified in the vicinity of the left fallopian tube. The absence of this finding suggests that the left essure device has migrated. Linear focus of susceptibility artifact at the right aspect of the uterine fundus which likely corresponds the curvilinear metallic density along the right fundus of the uterus described on the prior CT examination report. The exact location is difficult to assess on MRI given susceptibility artifact however rightsided essure device migration is not excluded. Probable small bartholin's cyst.. Ultrasound scan vagina - on (B)(6) 2017: impression: no normal intrauterine pregnancy identified. There is a small silver fluid seen within the endometrial cavity with gestational sac.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : rheumatoid arthritis, pelvic pain, arthritis, joint swelling batch no c76456, production date 2014-07-16, expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2020: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdomen'), fallopian tube perforation ('perforation (fallopian tube(s)),'), rheumatoid arthritis ('autoimmune disorder type of disorder: ra') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, ovarian cyst and abdominal pain. Concomitant products included adalimumab (humira), ergocalciferol (vitamin d2) and methotrexate (methotrexaat). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue."), migraine ("migraines") and headache ("headaches,"). In 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic pain ("pain"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), joint swelling ("joint swelling") and arthralgia ("joint pain"). The patient was treated with ibuprofen and surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, rheumatoid arthritis, genital haemorrhage, vaginal haemorrhage, fatigue, headache and pelvic pain outcome was unknown, the menorrhagia, joint swelling and arthralgia was resolving and the migraine had resolved. The reporter considered arthralgia, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: curvilinear metallic density along the right fundus of the uterus likely represents an essure device. This does have an unusual configuration. An additional slightly curved linear metallic density in anterior pelvis in the midline and to the right also appears to represent an essure device. The appearance of this is suspicious for migration from the fallopian tube. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2018: impression: on MRI, the essure device is typically associated with a linear focus of susceptibility artifact. No linear focus susceptibility artifact is identified in the vicinity of the left fallopian tube. The absence of this finding suggests that the left essure device has migrated. Linear focus of susceptibility artifact at the right aspect of the uterine fundus which likely corresponds the curvilinear metallic density along the right fundus of the uterus described on the prior CT examination report. The exact location is difficult to assess on MRI given susceptibility artifact however rightsided essure device migration is not excluded. Probable small bartholin's cyst. Ultrasound scan vagina - on (B)(6) 2017: impression: no normal intrauterine pregnancy identified. There is a small silver fluid seen within the endometrial cavity with gestational sac. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : rheumatoid arthritis, pelvic pain, arthritis, joint swelling most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received : case become valid as previous event injury nos is replaced with device dislocation. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- device dislocation, fallopian tube perforation, pelvic pain, abnormal bleeding (vaginal, menorrhagia), rheumatoid arthritis, migraines, headaches, fatigue, genital bleeding, joint pain, joint swelling. Events onset date, events severity, treatment drug, concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.